Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The stenosed target lesion was located in the long strands of a shallow lower limb artery segments. A 300cm, 8cm v-18¿ control wire¿ was advanced but failed to cross the lesion. The physician attempted to use inverse cross maneuver to advance the device; however, some of the hydrophilic coating on the wire was shredded during the attempt. The physician attempted to catch the shredded coating several times but was unsuccessful. It was then decided not to remove the shredded coating which was agreed by the patient as well. No patient complications were reported and the patient's status was stable.